Event description:
It was reported that, the patient contacted support for assistance with a supply change using teflon 23" infusion sets and prefilled cartridges. During the initial attempt, the connector would not twist to lock into the device, and the cartridge became stuck in the insulin chamber. After removing the cartridge and using a new connector, the patient pressed and held the cartridge but did not see insulin drops after 35 units; the cartridge was found wet, though the source of the leak could not be determined. Multiple attempts were made using new cartridges and connectors from different lots, but leaking continued. Finally, after starting over with supplies from a new prefilled cartridge box and confirming the connector was fully secured, drops were observed after pressing to 100 units, and no leaks were present. A follow-up call guided the patient through another supply change. The pump chamber was checked for glass or leaks, none were found. A new cartridge was inserted after rewinding the pump, and the connector and infusion set were attached successfully. Insulin drops were observed, the infusion set was inserted, and blood glucose was 153 mg/dl at the time. The patient confirmed that the connector had not been placed on before the cartridge, and the needles in the connectors did not appear bent. No visible issues were observed with the supplies. The lot number for the cartridge in question could not be located, but the connector lot number was provided. No further issues were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.